Event description:
It was reported that IV fluids and anesthetic drugs leaked from the side port of the bd venflon¿ pro safety peripheral safety IV catheter during use. The following information was provided by the initial reporter: "there is a 'flow back' on the injection port causing fluids or blood to come out of the injection port if the port is not closed. Injected perioperative antibiotics through side port on venflon, felt 'give' through syringe and on removing syringe, IV fluids and intravenous anaesthetic drugs poured out through side port and not into the patients vein. Side port occluded and anaesthesia continued. New IV access established and anaesthesia transferred to new venflon. Veflon removed at end of procedure and retained for inspection by company. Injury to the patient avoided by actions."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-28. H6: investigation summary: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue that is related to sterilization. Bd is aware of this issue and is in the process of implementing corrective actions (CAPA) 1379444 to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that IV fluids and anesthetic drugs leaked from the side port of the bd venflon¿ pro safety peripheral safety IV catheter during use. The following information was provided by the initial reporter: "there is a 'flow back' on the injection port causing fluids or blood to come out of the injection port if the port is not closed. Injected perioperative antibiotics through side port on venflon, felt 'give' through syringe and on removing syringe, IV fluids and intravenous anaesthetic drugs poured out through side port and not into the patients vein. Side port occluded and anaesthesia continued. New IV access established and anaesthesia transferred to new venflon. Venflon removed at end of procedure and retained for inspection by company. Injury to the patient avoided by actions."